Event description:
It was reported that an alert/notification settings issue occurred. On 01/20/2026 at approximately 2:00 a.m., the parent checked the follow app for her sleeping child¿s dexcom readings. The egv was 67 mg/dl, and the parent reported not receiving any alerts or audible notifications at that time. The child was found sweating, shaking, confused, and disoriented. The parent administered glucose and carbohydrates. A blood glucose (bg) check was not performed during the event. After treatment, the child recovered, and a subsequent bg measurement was 141 mg/dl. The parent did not check the dexcom app again following recovery. Earlier in the day, the parent reported that she had been receiving all alerts and audible notifications on the follow app as expected. At the time of the report, the patient was fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 02/02/2026. Data was further reviewed. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on 01/09/2026 at 10:06 pm with transmitter/wearable serial number (B)(6) . The sensor session lasted 10 days and ended due to sensor expiration on 01/20/2026. There was no bg calibrations attempted during the sensor session. On the date of the reported event (01/20/2026) the egvs were within target range the entire morning and the only alerts were for the sensor that was expiring. The reported no alert event was not confirmed. The probable cause could not be determined. No additional patient or event information is available.